Manufacturer narrative:
Device evaluation: a review of the device noted one opening assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV of the right side. The device has been explanted.

Manufacturer narrative:
Cont. E.1:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03apr2024.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV of the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV of the right side. The device has been explanted.